Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The infusion set was changed. Customer did not recall if blood glucose was impacted. As the event occurred in the past, tandem technical support could not determine a possible cause.